Event description:
Implant broke, and the driver tip bent while surgeon malleted the implant into place during an atfl repair. The tip of anchor is deep in the bone and not retrieved. Drilled prior to insertion. Another one was inserted next to the broken one to complete the case; average bone.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The broken anchor was not returned for evaluation. The driver/inserter was returned and was confirmed to have a bent tip. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.